Event description:
It was reported that the patient presented for a follow up in clinic. The right ventricular lead exhibited high capture threshold, decreased r-wave amplitude and high pacing impedance. Echocardiogram was performed and cardiac perforation was noted. The physician attempted lead repositioning but was unsuccessful because the helix would not extend. The lead was extracted and replaced on (B)(6) 2017. The patient was stable before, during and after the procedure. The patient will continue to be monitored.